Event description:
Adverse event: thrombosis. While using the exogen device to treat a fracture of the humerus, the pt experienced pain in her shoulder and neck. Later, she was diagnosed with thrombosis. Bioventus have made several attempts to collect additional complaint info from the pt and hospital, but were unsuccessful.